Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported kinked shaft was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance, kinked shaft and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a perforation occurred in the mildly calcified, 85% stenosed, narrow, distal circumflex artery with the use of an unspecified device. The 2.8 x 19 mm graftmaster was advanced, but failed to reach the perforation and a proximal shaft kink was noted. The device was removed from the anatomy and a different graftmaster was used to successfully seal the perforation. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.